Event description:
It was reported that during a cryo ablation procedure, the sheath was flushed then after inserting the sheath, the dilator was removed, and slow aspiration and flushing were performed. Some bubbles were drawn, but the sheath was then air-free. A continuous heparinized sheath flush was then connected. The balloon catheter was inserted, and slow aspiration and flushing were performed again. After the first delivery, the patient became hemodynamically unstable. The balloon catheter was removed, and aspiration was performed, but no air was drawn. The patient was briefly stable again. The user initially wanted to continue. They flushed and prepared the balloon again, but even after an underwater stretching maneuver, the balloon could not be inserted into the sheath.  The patient then became unstable again. The ablation procedure was aborted. A computerized tomography (CT) scan was performed, revealing air in the heart and head. The patient was transferred to a clinic for hyperbaric treatment. It was then reported that the patient experienced a stroke. When collecting the products a bend was seen on the sheath shaft, but it was suspected that it kinked after placing it in a bin for holding. It was later noted that despite administering propofol for twenty minutes, the patient did not wake up appropriately. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the 2ach20 mapping catheter with an unknown lot number was returned and analyzed. Visual inspection of the loop segment area showed the loop was intact with no apparent issues. No damage was observed along with the tip/loop section of the mapping catheter. Visual inspection of the pebax tubing area showed the pebax tubing was intact with no apparent issues. No damage was observed along with the pebax tubing section of the mapping catheter. Visual inspection of the electrodes showed the electrodes were intact with no apparent issues. All electrodes existed on the loop section and no cosmetic issue or anomalies were identified. Visual inspection of the shaft segment area showed the shaft was kinked approximately 13.5 inches from the lemo connector. Visual inspection of the introducer showed the introducer was intact with no apparent issues and no damage or any other issue was observed along with the introducer. Visual inspection of the lemo connector showed the lemo connector was intact with no apparent issues. No damage or any other issue was observed along with the lemo connector. The mapping catheter failed return inspection due to the shaft was kinked approximately 13.5 inches from the lemo connector. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.